Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir's snap cap came off the reservoir and that there was also a leak. When the customer would remove the reservoir's blue transfer guard the snap cap would come off. The customer noticed that the insulin was leaking in his pocket when he took the insulin pump out. The insulin had been leaking from the top of the reservoir. The customer had a high blood glucose level of 563 mg/dl due to a no delivery from the empty reservoir. The customer treated their high blood glucose with a syringe. The customer had already discarded the reservoir. There was no fluid in the reservoir compartment or under the lcd display. The customer was sent 2 replacement reservoirs.